Event description:
The user facility reported that during a percutaneous coronary intervention (pci) they experienced distal perforation related to the wire. The patient was sent to cardiac surgery for repair. The estimated blood loss was less than 250cc. Additional information was received on (B)(6) 2023: the patient did not survive their surgical intervention.